Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and oversensing of noise on the rv channel. Subsequently the rv lead and device were explanted. It was noted that the patient was not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.